Manufacturer narrative:
Additional information received: updated event problem and evaluation codes. The reporter stated that "the unit had a roach infestation which was found during pm. The unit was pulled from use". The reporter also disposed of the contaminated unit.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer was clogged and had cockroaches infested in the water tank. No adverse effects were reported.